Event description:
It was reported to philips that the system was not boot up, shown ups battery error. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The reported problem had no impact on the system boot up. A philips remote service engineer (rse) connected with the customer remotely and was informed that the 1-phase uninterruptible power supply (ups) indicated a battery error. A philips field service engineer (fse) inspected the system onsite and bypassed the 1-phase ups to resolve the issue. After that, the system has been returned to use in good working order. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcome.